Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter within 10 minutes: hi mmol/l, which on the system indicates a result in excess of 33.3 mmol/l (aviva), 8.6 mmol/l (hospital meter), and 8.6 mmol/l (hospital meter) taken with (B)(6) blood. Return of the suspect device was requested for evaluation.